Manufacturer narrative:
Device not accessible for testing: additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a test the ultrasonic doppler of the cardiosave intra-aortic balloon pump (iabp) is defective. It is unknown if a patient was involved; however there was no harm or injury to patient and no adverse event was reported.

Manufacturer narrative:
Updated fields: b4, e2, e3, g4, g7, h2, h10, h11. Corrected fields: a1, b5, b6, b7, d1, d4 (version or model #, catalog #, serial#, unique identifier (UDI) #), d10, d11, e1 (initial reporter, event site telephone, event site email), e4, g3 (remove user facility), h3, h6 (type of investigation). Testing of actual/suspected device (10/3233): the fse completed pm service and handed the iabp unit over to the customer, but did not release the iabp unit for use. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that during preventative maintenance (pm) performed by a getinge field service engineer (fse), the ultrasonic doppler for the cardiosave intra-aortic balloon pump (iabp) was observed to be defective. There was no patient involved and no adverse event was reported.

Manufacturer narrative:
The getinge field service engineer (fse) replaced the doppler then completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
The initial reporter named in block e1 on medwatch report #2249723-2021-02841 is a getinge employee. A contact at the event site is (B)(6).

Event description:
N/a

Manufacturer narrative:
Device not accessible for testing: additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a test the ultrasonic doppler of the cardiosave intra-aortic balloon pump (iabp) is defective. It is unknown if a patient was involved; however there was no harm or injury to patient and no adverse event was reported.